Event description:
Reportedly, on (B)(6) 2015, the patient was admitted to the hospital due to frequent ICD therapies. When the device was interrogated, appropriate arrhythmia discrimination and corresponding therapies for vt/vf were observed. However, on fast vt episode dated (B)(6) 2015 at 06:54, egm and markers were not matched after the first atp spike.

Event description:
Reportedly, on (B)(6) 2015, the patient was admitted to the hospital due to frequent ICD therapies. When the device was interrogated, appropriate arrhythmia discrimination and corresponding therapies for vt/vf were observed. However, on fast vt episode dated (B)(6) 2015 at 06:54, egm and markers were not matched after the first atp spike.